Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of "air-in-line!" (Which was determined to be what the customer meant by "air detector") on the final days of customer use in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The air in line was verified. The cause was determined to be the ultrasonic sensor fluid readings were found to be out of specification, and continuity was identified across the ultrasonic flex pins. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air detector alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.